Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the clip was attempted to be deployed; however, the clip would not disconnect from the catheter to deploy. It was reported that they attempted to close the clip and pull it back through the scope but the clip reopened inside the scope which cause damage to the scope. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(4) 2022. During the procedure, the clip was attempted to be deployed; however, the clip would not disconnect from the catheter to deploy. It was reported that they attempted to close the clip and pull it back through the scope but the clip reopened inside the scope which cause damage to the scope. There were no patient complications reported as a result of this event. Additional information received on march 24, 2022: the procedure was ended at this time as the site was fine with the initially deployed clip. It was reported that the clip got stuck inside of the scope when the clip was pulled back into the scope.

Manufacturer narrative:
Block h6: medical device code a15 captures the reportable event of clip unable to release from the catheter. Medical device code a150208 captures the reportable event of clip stuck in scope. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.